Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump has been alarming button error. Customer's blood glucose was 197 mg/dl. Customer stated the device was in her pocket and it had been beeping and she took it out of her pocket. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.